Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021 for 2 days. Customer stated they experienced high blood glucose. Blood glucose reading was over 600 mg/dl. The customer was treated with intravenous insulin at the hospital. Customer stated they takes shot by insulin pen for high blood glucose. It was unknown customer using auto mode at the time of high blood glucose or not. The insulin pump will not be returned for analysis.